Event description:
Asr revision - right. Asr hip resurfacing system; revision for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - right. Update - type of replacement, date of revision and original surgery date, added cup and head and added hospital. Taken from claimsuite dated (B)(6) 2012. Type of hip replacement product: asr hip resurfacing system. Update received: (B)(6) 2013 - re-created to add hospital and attached document from duplicate. Please note (B)(4) was a duplicate of this dint / com but had a different (B)(4) number incorrect (B)(4) number was (B)(4). (B)(6). Update received: (B)(6) 2014 - filled mapped to mw fields, added hospital: (B)(6) and (B)(6), added surgeon: mr (B)(6) and added reason(s) for revision: alval / soft tissue reaction, pain and fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.